Manufacturer narrative:
This report is submitted march 28, 2018.

Event description:
Per the surgeon, the patient experienced poor performance and migration of the electrode array. On (B)(6) 2017, the patient underwent revision surgery due to wound infection. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another cochlear device during the same surgery.